Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning a few days ago. Reportedly, customer stated that the pump screen still turns on while plugged in to a power source, and that they have been using the pump this way over the last few days. Customer reported a blood glucose level of 150 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.